Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 45,359 joules and 7:55 minutes the fiber broke. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient was reported.

Manufacturer narrative:
The customer has clarified that no portion of the fiber detached and 'broken' refers to the fiber no longer emitting energy. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 45,359 joules and 7:55 minutes the fiber stopped emitting energy. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient reported.